Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that some kind of physical stress was applied to the area, or the like, which led to occurrence of the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope has image spotting (dots). The issue was found during preparation for use for an diagnostic procedure that was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube has coating peeling (1 mm squared or more). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the bending angle in the up direction does not meet the specification due to wear of the angle wire, no suction or no waterproofing is possible due to a broken channel tube, the image is scratched by a broken charged coupled device unit (image spotting (dots)), the electrical connector is corroded by water leakage, and the connecting tube is dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.